Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. An interrogation of the device made approximately four months ago showed two years of remaining battery capacity but the most recent analysis reported three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. According to technical services, the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate so they should no longer be relied upon to determine the depletion status of the device. Device replacement was recommended within a 90 day window. The device was successfully explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. An interrogation of the device made approximately four months ago showed two years of remaining battery capacity but the most recent analysis reported three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. According to technical services, the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate so they should no longer be relied upon to determine the depletion status of the device. Device replacement was recommended within a 90 day window. The device was successfully explanted and replaced. No adverse patient effects were reported. Additional information was received related to no-product return analysis. The conclusion code "cause not established" was selected for this event.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. An interrogation of the device made approximately four months ago showed two years of remaining battery capacity but the most recent analysis reported three months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. According to technical services, the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate so they should no longer be relied upon to determine the depletion status of the device. Device replacement was recommended within a 90 day window. The device was successfully explanted and replaced. No adverse patient effects were reported.